Event description:
The customer reported that the patient support dropped while being driven upward philips field service engineer (fse) confirmed that there was no harm to a patient or operator. While the customer was raising the table to perform a phantom quality assurance (qa), it dropped several inches. There was no patient involvement during the qa. Philips fse determined that an e-stop had occurred. Philips service evaluated the system and replaced the inverter board and the vertical brake assembly.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).